Event description:
The account alleged that the bed exit alarm on the bed is inaudible. No pt impact.

Manufacturer narrative:
The account replaced the bed exit power control board to resolve the issue.